Manufacturer narrative:
The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified. Additional patient information: diagnosis: leukemia.

Event description:
It was reported that the vincristine IV infusion came from the pharmacy primed. When the rn went to apply the connective luer lock device, the nurse noticed that the medication started dripping onto her glove. The nurse checked the tubing set roller clamp and it appeared to be clamped. The nurse kinked the tubing to stop the leak and applied a scissor clamp temporarily until the tubing was appropriately attached to the patient and initiated the infusion. After the infusion completed, the tubing set was assessed and it was found that the clamp did not appear to be on the right "tract".